Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an anterior cervical fusion, a distractor pin broke off in c5. Fragments were generated and the fragment remained in the patient's c5 vertebral body. It is unknown if there was a surgical delay. The procedure was completed successfully. Patient status was unknown. This report is for one (1) distractor pins-sterile 14mm length this is report 1 of 1 for (B)(4).